Manufacturer narrative:
Concomitant product: 407645 lead implanted: (B)(6) 2010.

Event description:
It was reported that the left ventricular (lv) lead pacing impedance on the lv tip to ring configuration gradually rose to high values, resulting in a device alert. The lv ring to right ventricular (rv) coil configuration also had high pacing impedance values. The impedance on the lv tip to rv coil configuration was within normal range. The device was reprogrammed to a lv pacing configuration of lv tip to rv coil. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.